Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist remoted into the machine and reviewed medbank myqlink (mql) to check for any previous medication requests for the patient; no prior transactions were found, asked the customer to recreate the medication administration process and observed that the callback number had not been entered, and the request option had not been selected, guided the customer to enter the callback number and submit the rxverify request, after the customer logged back into the application, the items displayed as requested, informed the user to contact the pharmacy and notify them that the request had been submitted, and the user confirmed that the issue was resolved. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medication to the patient. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.